Event description:
The customer reported a failure to power on when attempting to use on a pt. There was no report of negative pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.